Event description:
A customer reported a bolt on each of the microscopes was loose resulting in the head dropping out of the arm and hanging from the cable. A company sales representative followed up on the reported event with the surgeon who advised that the entire microscope head/camera/unit fell off in one piece while over the patient's head. A nurse was able to catch the microscope before it landed on the patient. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).